Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the this product has cracked or broken.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of cracked product could not be verified due to the product not being returned for failure investigation. There is no root cause available for this complaint record as there is no sample investigation. A device history record review was not performed as the lot number is "unknown" for this complaint.